Event description:
The following was reported to hamiton medical ag: vent came in for pm. During service sw it continually failed blower flow test. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. During preventive maintenance, the ventilator (hamilton-t1, sn: (B)(6)) repeatedly failed the blower flow test when operated using service software (sw version 3.0.3). The test results indicated that the blower speed was consistently above the acceptable tolerance range. No visual or audible alarms were triggered, and the failure did not occur during active ventilation. No patient was involved, and no harm occurred. Consequently, the event did not cause or contributed to a death or serious injury of a patient. The failure was reproducible and was attributed to a defective blower module. As a precautionary measure and to ensure full restoration of functionality, the driver board was also replaced. Following these actions, the device passed all functional tests in accordance with manufacturer specifications, confirming that the issue was resolved. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6), 2023.

Event description:
The following was reported to hamiton medical ag: vent came in for pm. During service sw it continually failed blower flow test. No patient involvement.